Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes, d10: returned to manufacturer on: 27-jun-2023. H6: investigation summary: one 2420-0007 sample from lot#: 22015153 was received in sealed packaging for investigation. The feedback provided by the customer suggests fluid backflow was observed, from a secondary infusion set into the primary set. With iron medication observed, to have flowed back into the IV container. The customer also suggested, the fluid in the IV bag changed colour. Thus confirming, their experience. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects, which could have caused or contributed to the customer's experience. Functional testing was performed by attempting to force fluid up the infusion line, beyond the back check valve (bcv). In each instance, no fluid was observed, to flow beyond the bcv throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot#: 22015153 did not identify any in-process testing failures or quality deviations. Which, may have resulted, in a report of this nature. The customer¿s experience was not confirmed, in this instance. As testing of the returned sample and a review of the production records did not identify any product defects or quality deviations, during assembly. The alleged complaint sample was not available for investigation. Therefore, it was not possible to confirm, whether a manufacturing defect may have contributed to the reported backflow.

Event description:
It was reported, while using bd alaris pump module smartsite infusion set. There was blood backflow. There was no report of patient impact. The following information was provided by the initial reporter: it was reported, that secondary infusion of iron back flowed into primary bag. As evidenced, by a change in color in the primary solution. There was patient involvement, but no harm.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was blood backflow. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that secondary infusion of iron back flowed into primary bag, as evidenced by a change in color in the primary solution. There was patient involvement but no harm.